Event description:
It was reported the hcp had seen this [telemetry state] before. The medication in the pump was unknown and no patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 8590-1, lot# n334665, implanted: (B)(6) 2013, product type: accessory; product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2013, product type: catheter. (B)(4).